Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was stocked out and not refilling. A technical support specialist checked facility formulary for backordered setting, confirmed stock out bulletin was enabled, and verified printer destination under device bulletin configuration. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was stocked out and not refilling. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.